Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited ultrasonic elements are missing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction:after the device was inspected, the phenomenon was reproduced. Based on the information obtained from this complaint and the investigation results, the information that ¿ultrasonic elements are missing¿ could be confirmed. Therefore, it is presumed that the phenomenon indicated by the customer, ¿ultrasonic elements are missing,¿ was reproduced. The cause of the phenomenon could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.